Event description:
The patient's implanted neuro stimulation (ins) device was reported as beginning to bulge out of their back. A physician had assessed the ins 4 weeks prior to (B)(6) 2010 and instructed that if the patient's bulge became worse, then she would need surgery to resolve the issue. It was noted that there was no known accident or incident that occurred, that could be related to the issue. The patient's status was noted as being good. The patient was later searching for another physician to assess her ins, as her previous physician was no longer available. On (B)(6) 2010, it was later reported that the device was explanted, and the patient was planning on replacing it. The patient's outcome was not reported. Additional information will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).